Manufacturer narrative:
Product evaluation: the product was not returned. It was discarded. Product history records were reviewed and the documentation indicated the product met release criteria. The use of a qualified cartridge and handpiece was indicated. The customer indicated the use of a viscoelastic, which is not qualified for cartridge use. The (3.75cyl), 10.5 diopter (add power +2.2/+3.2) lens was replaced with a (2.25cyl), 09.5 diopter (add power +2.2/+3.2) lens model. Had this information been received prior to submission of the initial medical device report the reported event would not have been reportable. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry distance vision and residual astigmatism. The iol was exchanged in a secondary procedure. Additional information was requested.